Event description:
The facility reports the aide was bathing the resident. The pre-fill was complete and the tub reclined back. The side turned on the shower wand just barely so that it was still in the cold-water area. The wand was still in the holder. When the aide turned back to get the shower wand and adjust the temp, the resident's feet were already burned. The resident suffered second-degree burns to both feet with the right foot burned worse than the left.